Event description:
Add'l info rec'd from MFR 4/25/01: 1. Corrected labeling - there were 5676 boxes of quick set infusion sets in the field at the time the complaint was lodged. Minimed has reviewed all of the field complaints in regard to this device and no add'l complaints in regard to the labeling were filed. Minimed notified the field of the typographical error as soon as co became aware. The distributors and sales persons were notified. Minimed has also reworked the entire stock of in house product, replacing the instruction for use with the incorrect priming volume with the corrected instructions for use and has made corrected instructions available for all requestors. 2. Other labeling concerns - all info on the use of the pump, dka and other instructions are found in the minimed infusion pump instructions for use. The concern in regard to the effectiveness of priming is addressed on page 4 of the instructions for use. The instructions indicate that the set should be primed directly from the reservoir and that drops should be seen at the end of the infusion set needle prior to placing the reservoir into the pump. 3. The insertion tool - as the device was not returned to minimed for evaluation as of the date of this letter, co cannot analyze the device for malfunction. As the device was provided gratis with the quick set infusion sets, co does not know at this time the exact number of units in the field. Minimed estimates approx 2000 units are in the field. Co reviewed their complaints. Nine complaints were lodged against this device (o.45%). Only one device has been returned for analysis.

Event description:
Brand new insulin infusion set instructions have errors and rptr called MFR which confirmed that there were errors. Step 3 is incorrect. When priming you should be using 5.0 but instructions only says .5 therefore air is left in tubing which can cause high blood glucose levels. MFR has not recalled the guides. The quick-serter jams failing to depress syringe. The design is different than the others MFR has made and quick-serter is not easy to use.